Event description:
The facility reported a colleague infusion pump with a "battery". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "battery" was not confirmed and not reproduced during product evaluation. The assignable cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This involved an unremediated infusion pump with user interface module master software version 5.04.00. Additional investigation is being conducted through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.